Event description:
The customer reported amp board errors at the fl2 and fl5 positions and warnings at the fl4 position on their fc500 flow cytometer while running flow check. There was no report of death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp boards at the affected locations (fl2, fl4 and fl5). Bec is filing an MDR for this event based on the FDA classification of the (B)(6) 2018 urgent medical device recall as a class I recall on (B)(6) 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - (B)(4).